Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including gender, weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What was the initial approach for the index surgical procedure? Were any concurrent devices implanted? Were there any intra-operative complications? Please provide the mesh exposure site/location, symptoms and diagnostic confirmation. Describe any medical/surgical intervention for the exposure including dates and findings. Was the exposed mesh excised? If so, was the removal partial or full? Were any deficiencies or anomalies noted with mesh device? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? Product code and lot number? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and mesh was implanted. Acute post-op pain was noted on (B)(6) 2022 and reported as a causal relationship with the study device and procedure. Unspecified drug therapy was provided and the pain was recovered/resolved without sequelae as of (B)(6) 2022. On (B)(6) 2022, mesh erosion was noted and reported as a causal relationship with the study device and procedure. The mesh was trimmed in office without anesthesia, but not recovered/resolved. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: what symptoms did the patient experience following the index surgical procedure? Onset date? (B)(6) 2022- asymptomatic describe any medical/surgical intervention for the exposure including dates and findings. (B)(6) 2022 ¿ trimmed in office (B)(6) 2023 trimmed in office was the exposed mesh excised? If so, was the removal partial or full? Yes, partially trimmed in office were any deficiencies or anomalies noted with mesh device? No what is the patient's current status? Remains asymptomatic.

Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: adverse event term: mesh erosion updated: trimmed again on (B)(6) 2023

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was received: please provide the patient's demographic information including gender, weight, bmi at the time of index procedure ¿ female, 138lbs, 24.45 the diagnosis and indication for the index surgical procedure? Stress incontinence were any concomitant procedures performed? Yes what symptoms did the patient experience following the index surgical procedure? Onset date? Pt was asymptomatic other relevant patient history/concomitant medications? What was the initial approach for the index surgical procedure? Were any concurrent devices implanted? Yes were there any intra-operative complications? No please provide the mesh exposure site/location, symptoms and diagnostic confirmation. Midurethral erosion ¿ visualized during physical exam, trimmed in office describe any medical/surgical intervention for the exposure including dates and findings. Trimmed in office 10/24/22 was the exposed mesh excised? If so, was the removal partial or full? Yes. Partial or full is not indicated in chart, it was nonpalpable after excision were any deficiencies or anomalies noted with mesh device? No what is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Patient is doing well, no symptoms or complications from mesh excision product code and lot number? Tvtrl, 3940801 a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria for lot 3940801 and product code tvtrl.